Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error was triggered when backup battery loaded voltage (loaded v lith) was less than 3.5 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 /pcba 1, pump was monitored and functioned properly. Pump was received with cracked case corner of the belt clip rails near the battery compartment, cracked select button keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error. The customer's blood glucose level was 85 mg/dl at the time of the incident. The customer stated that the pump has not been exposed to temperatures below 41 degree fahrenheit. The customer stated that the notification light did not immediately stop flashing. The product was returned for analysis.